Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the endoscope was bent and damaged the dissection tip. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal file number - (B)(4).